Event description:
Linked ultrasound catheter to the eco machine and confirmed (wet test with catheter) every thing looked fine. Inserted catheter into the left femoral vein and no signal was to be found on the monitor. The catheter was inserted into the patient's body and extracted right after when there was no images shown. The second catheter was inserted and worked fine. No injury occurred to the patient. The rep was aware of the issue.